Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿influence of automatic frequent pace-timing adjustments on effective left ventricular pacing during cardiac resynchronization therapy.¿ europace (2017) 19, 831¿837. Doi:10.1093/europace/euw108. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac resynchronization therapy (crt) devices. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers; with the available information provided. The article indicated that there was one (1) patient who had ¿consistent¿ loss of lv capture; with no indication of treatment/resolution. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The clinical trial information can be located at: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with a co-author who indicated that the information in this article was derived from the data obtained from this manufacturer-sponsored clinical study. The co-author confirmed that all potential adverse events/product issues have been reported through the appropriate channels with the clinical trial. No further information was provided.